Manufacturer narrative:
The customer's reported complaint of autopulse displaying user advisory (ua) 18 and ua 45 error messages were confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 18 alerts the operator that either the patient was too small or there was no load change detected during take up of the lifeband. Ua 45 informs the customer that the drive shaft was not at "home" position when the platform was powered on. Both ua 18 and ua 45 are clearable error message. These error messages were not observed during functional testing and therefore, were cleared before zoll received the device for evaluation. Further review of the archive showed multiple user advisory 7 (discrepancy between load1 and load2 too large) error messages (unrelated to the reported complaint) that occurred on (B)(6) 2016 but not the date the customer reported (B)(6) 2016. Functional testing showed that the load sensing system detected a weight/load imbalance between the two load cells. Load cell characterization test confirmed that the load cell module 1 was defective (under report). Replacing defective load cell module 1 remedied the reported complaint. A visual inspection of the returned autopulse platform was performed and found both patient head restraints, top, encoder and motor covers were cracked and the load plate cover was torn. The autopulse platform is a reusable device and was manufactured on 07/19/2004. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported issue. A run-in test using 95% patient test fixture (lrtf) with good known test batteries was performed and the platform did not exhibit any fault or error. The autopulse passed all the testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform in complaint for investigation. The device evaluation is in progress. A supplemental report will be filed if and when the investigation has been completed. Note: the autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage of autopulse, the user reverts to manual CPR which is a standard of care. Patient's death is not attributed to the device.

Event description:
The crew responded to a call for a patient who was in cardiac arrest. There were no signs or symptoms of trauma. No bystander CPR was performed. Upon arrival, the crew performed manual CPR until the crew got the autopulse platform ready for use. Upon powering up, the platform instructed to pull the lifeband and press restart button. After several attempts the crew able to get the platform started. The autopulse platform was deployed without any issues. During active operation, after 5 minutes of compression was performed, the crew paused it to check rhythm and the platform never would restart. The crew restarted the platform multiple times; however, the issue would not resolve. The use of platform was aborted and the crew reverted to manual CPR. Return of spontaneous circulation (rosc) was not achieved. Multiple attempts were made but no other patient information was provided.